Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine leiomyoma ("fibroids") in an adult female patient who had essure (batch no. 813037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and hypothyroidism since (B)(6) . Concomitant products included diazepam since (B)(6) , ibuprofen from (B)(6) to (B)(6) and levothyroxine sodium (levoxyl) from (B)(6) to (B)(6) . In (B)(6) , the patient experienced uterine leiomyoma (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("massive bloating") and abdominal discomfort ("discomfort"). On an unknown date, the patient experienced alopecia ("hair loss"), back pain ("back pain") and swelling ("swelling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, fatigue, weight increased and swelling outcome was unknown, the anxiety had not resolved, the depression and back pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, abdominal discomfort and uterine leiomyoma had resolved. The reporter considered abdominal discomfort, abdominal distension, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, swelling, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had a need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (846833) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) , dysmenorrhea (cramping) , pain , fatigue, weight gain, massive bloating, fibroids, swelling were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine leiomyoma ('fibroids') in an adult female patient who had essure (batch no. 813037- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism since 2008 and body mass index normal. Concomitant products included diazepam since 2010, ibuprofen from 2007 to 2012 and levothyroxine sodium (levoxyl) from 2007 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of anxiety ("anxiety"), depression ("depression"), back pain ("back pain/ lower back pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and uterine leiomyoma (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("massive bloating") and abdominal discomfort ("discomfort"). On an unknown date, the patient experienced swelling ("swelling"), pain in extremity ("pain in legs"), endometriosis ("endometriosis"), abdominal adhesions ("bowel adhesions"), muscle tightness ("neck and shoulder muscle tension"), the second episode of anxiety ("anxiety"), thyroid disorder ("I had rai treatment for my thyroid"), arthralgia ("I had 'chronic' left hip pain") and sciatica ("sciatica pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, fatigue, weight increased, swelling, pain in extremity, endometriosis, abdominal adhesions, muscle tightness, the last episode of anxiety, thyroid disorder, arthralgia and sciatica outcome was unknown, the depression and back pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, abdominal discomfort and uterine leiomyoma had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, alopecia, arthralgia, back pain, depression, dysmenorrhoea, endometriosis, fatigue, menorrhagia, muscle tightness, pain in extremity, pelvic pain, sciatica, swelling, thyroid disorder, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: she had a need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-nov-2019: ¿update of information (batch is not valid)¿. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine leiomyoma ('fibroids') in an adult female patient who had essure (batch no. 813037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism since 2008 and body mass index normal. Concomitant products included diazepam since 2010, ibuprofen from 2007 to 2012 and levothyroxine sodium (levoxyl) from 2007 to 2017. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of anxiety ("anxiety"), depression ("depression"), back pain ("back pain/ lower back pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and uterine leiomyoma (seriousness criterion medically significant). In (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("massive bloating") and abdominal discomfort ("discomfort"). On an unknown date, the patient experienced swelling ("swelling"), pain in extremity ("pain in legs"), endometriosis ("endometriosis"), abdominal adhesions ("bowel adhesions"), muscle tightness ("neck and shoulder muscle tension"), the second episode of anxiety ("anxiety"), thyroid disorder ("I had rai treatment for my thyroid"), arthralgia ("I had 'chronic' left hip pain") and sciatica ("sciatica pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, alopecia, fatigue, weight increased, swelling, pain in extremity, endometriosis, abdominal adhesions, muscle tightness and the last episode of anxiety outcome was unknown, the depression and back pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, abdominal discomfort and uterine leiomyoma had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, alopecia, arthralgia, back pain, depression, dysmenorrhoea, endometriosis, fatigue, menorrhagia, muscle tightness, pain in extremity, pelvic pain, sciatica, swelling, thyroid disorder, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: she had a need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2019: fu 4 and 5 are processed together. New events, "pain in legs, endometriosis, bowel adhesions, neck and shoulder muscle tension, anxiety, thyroid disorder, hip pain, sciatica " were added. On (B)(6)2019: fu 4 and 5 are processed together. New events, "pain in legs, endometriosis, bowel adhesions, neck and shoulder muscle tension, anxiety, thyroid disorder, hip pain, sciatica " were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine leiomyoma ('fibroids') in an adult female patient who had essure (batch no. 813037- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism since 2008 and body mass index normal. Concomitant products included diazepam since 2010, ibuprofen from 2007 to 2012 and levothyroxine sodium (levoxyl) from 2007 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of anxiety ("anxiety"), depression ("depression"), back pain ("back pain/ lower back pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and uterine leiomyoma (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("massive bloating") and abdominal discomfort ("discomfort"). On an unknown date, the patient experienced swelling ("swelling"), pain in extremity ("pain in legs"), endometriosis ("endometriosis"), abdominal adhesions ("bowel adhesions"), muscle tightness ("neck and shoulder muscle tension"), the second episode of anxiety ("anxiety"), arthralgia ("I had 'chronic' left hip pain"), sciatica ("sciatica pain"), adhesion ("adhesion") and autoimmune disorder ("I have numerous autoimmune issues") and underwent radioactive iodine therapy ("I had rai treatment for my thyroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, fatigue, weight increased, swelling, pain in extremity, endometriosis, abdominal adhesions, muscle tightness, the last episode of anxiety, radioactive iodine therapy, arthralgia, sciatica, adhesion and autoimmune disorder outcome was unknown, the depression and back pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, abdominal discomfort and uterine leiomyoma had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, adhesion, alopecia, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, endometriosis, fatigue, menorrhagia, muscle tightness, pain in extremity, pelvic pain, radioactive iodine therapy, sciatica, swelling, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: she had a need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Lot number reported is ( 813037 ) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine leiomyoma ('fibroids') in an adult female patient who had essure (batch no. 813037- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism since 2008 and body mass index normal. Concomitant products included diazepam since 2010, ibuprofen from 2007 to 2012 and levothyroxine sodium (levoxyl) from 2007 to 2017. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of anxiety ("anxiety"), depression ("depression"), back pain ("back pain/ lower back pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and uterine leiomyoma (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("massive bloating") and abdominal discomfort ("discomfort"). On an unknown date, the patient experienced swelling ("swelling"), pain in extremity ("pain in legs"), endometriosis ("endometriosis"), abdominal adhesions ("bowel adhesions"), muscle tightness ("neck and shoulder muscle tension"), the second episode of anxiety ("anxiety"), arthralgia ("I had 'chronic' left hip pain"), sciatica ("sciatica pain") and adhesion ("adhesion") and underwent radioactive iodine therapy ("I had rai treatment for my thyroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, alopecia, fatigue, weight increased, swelling, pain in extremity, endometriosis, abdominal adhesions, muscle tightness, the last episode of anxiety, radioactive iodine therapy, arthralgia, sciatica and adhesion outcome was unknown, the depression and back pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, abdominal discomfort and uterine leiomyoma had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, adhesion, alopecia, arthralgia, back pain, depression, dysmenorrhoea, endometriosis, fatigue, menorrhagia, muscle tightness, pain in extremity, pelvic pain, radioactive iodine therapy, sciatica, swelling, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: she had a need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. New event adhesion was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine leiomyoma ('fibroids') in an adult female patient who had essure (batch no. 813037- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism since 2008 and body mass index normal. Concomitant products included diazepam since 2010, ibuprofen from 2007 to 2012 and levothyroxine sodium (levoxyl) from 2007 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of anxiety ("anxiety"), depression ("depression"), back pain ("back pain/ lower back pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and uterine leiomyoma (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("massive bloating") and abdominal discomfort ("discomfort"). On an unknown date, the patient experienced swelling ("swelling"), pain in extremity ("pain in legs"), endometriosis ("endometriosis"), abdominal adhesions ("bowel adhesions"), muscle tightness ("neck and shoulder muscle tension"), the second episode of anxiety ("anxiety"), arthralgia ("I had 'chronic' left hip pain"), sciatica ("sciatica pain"), adhesion ("adhesion") and autoimmune disorder ("I have numerous autoimmune issues") and underwent radioactive iodine therapy ("I had rai treatment for my thyroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, fatigue, weight increased, swelling, pain in extremity, endometriosis, abdominal adhesions, muscle tightness, the last episode of anxiety, radioactive iodine therapy, arthralgia, sciatica, adhesion and autoimmune disorder outcome was unknown, the depression and back pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, abdominal discomfort and uterine leiomyoma had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, adhesion, alopecia, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, endometriosis, fatigue, menorrhagia, muscle tightness, pain in extremity, pelvic pain, radioactive iodine therapy, sciatica, swelling, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: she had a need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Event¿ autoimmune disorder¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss") and back pain ("back pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, depression, alopecia and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression and pelvic pain to be related to essure. The reporter commented: she had a need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.